Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. There was no reported impact to the customer's blood glucose level. Reportedly, customer would load cartridge on their own. Customer declined further troubleshooting.